Manufacturer narrative:
(B)(4); upon receipt at our post market quality assurance laboratory, a thorough evaluation of the s-ICD was performed. Device memory was reviewed and it was determined the device experienced a da error which occurred due to a bit flip in the active device firmware image in memory. When a firmware reset occurs, the device emits beeping tones during the reset. Temporary performance anomalies may occur until the error is detected and corrected upon completion of the hourly cyclic redundancy check (crc). This s-ICD was exposed to simulated heart load conditions to test the sensing and defibrillation functions. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in shock therapy output. Laboratory analysis concluded that the s-ICD experienced a memory error while in the field that was appropriately self-corrected. After the self-correction, the device was able to sense and deliver therapy. This report is being filed to correct the concomitant medical products and therapy dates and the device manufacture date.

Manufacturer narrative:
(B)(4). Boston scientific received information that this device and electrode were electively explanted due to discomfort from the device. The patient felt that the size of the device and was in the way when sitting in the car or lying on the left side. There were no concerns about the device operation or functionality. The device was received at boston scientific's return products department for laboratory testing.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). The local representative had called to discuss a 'da error'. Ts explained that this is a bitflip that can occur causing a temporary reset. It was discussed that it is a benign self-correcting error and patient therapy is not affected. The patient has not undergone any radiation therapy but did have a chest x-ray. The patient's in-clinic follow-ups have been normal. The patient has had complaints of localized pain originating in the pocket region. It appears that the device has migrated posteriorly. The patient reported that the onset of the pain started following the implant procedure in (B)(6) 2013. Boston scientific received information from the local representative that confirmed that the da error was identified at the time of device interrogation (red screen displayed with message that the device need immediate attention). The local representative was not planning to send stored data to boston scientific for review. The local representative was planning to contact the physician to discuss the patient's continued pocket pain and device migration. Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory. The device was explanted for unknown reasons.